Manufacturer narrative:
Final device analysis was not possible. The capsule was returned unattached from the delivery system. The capsule trocar needle was advanced and blood was observed.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. It is unknown whether the capsule had attached to the patient's esophagus. No serious injury to the patient was reported.